Event description:
It was reported that one of the patient's lead had high impedance. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted lead will not be return as it was discarded at the facility.

Event description:
It was reported that one of the patient's lead had high impedance. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted lead will not be return as it was discarded at the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 19179772. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18389523. UDI: (B)(4).